Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11oct2018. The customer was sent a replacement power supply. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was not powering on and generated a power supply issue 24 volt failed error code. There was no patient involvement. The event date was not specified; estimate used.